Manufacturer narrative:
Model number/catalog number: sc-8336-50, serial number: (B)(4), batch/lot number: 7008809, model/catalog description: coveredge 32 surgical lead kit 50 cm. The explanted device was not returned to bsn.

Event description:
A report was received that the patient underwent an explant procedure due to inadequate stimulation.